Event description:
The reporter stated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens in the patient's right eye (od) on (B)(6) 2013. The patient was complaining of "ghosting" at night, due to having a very large pupil. The patient returned on (B)(6) 2013 and the surgeon planned to reposition the lens. The lens was slightly de-centered and the surgeon was unable to reposition the lens. The surgeon cut the lens to remove with no patient injury and another 12.6mm model lens was implanted. The patient's va after lens removal was 20/20. The lens was discarded by the facility.

Manufacturer narrative:
(B)(4). Ghosting. Device evaluated by manufacturer? No - lens was discarded. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Evaluation method: medical review. Results: medical review - review of this file indicates that the icl was causing ghosting at night due to large pupil and the surgeon decided to reposition the icl with the possibility of exchange. 7 weeks post implantation, the surgeon tried to repositions the icl but noted decentration which prompted an exchange instead. The icl was exchanged with the same power and model which resolved the problem. Conclusions: based on the complaint history, work order search and medical review, the most likely root cause of this event is an icl that was not positioned correctly. (B)(4).